Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was hospitalized and that she was near death. The customer stated she was hospitalized on (B)(6) 2014. Blood glucose at the time of admission was 700 mg/dl. The customer stated she had high blood glucose, a heart attack, and a stroke. She also stated she was not feeling well and vomiting for several days prior to being hospitalized. The customer was treated with an IV of insulin and a shunt for her heart. No additional information provided.